Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73j1800582 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, the patient was treated with the product in the surgical endoscope and it was found that the clamping was not tight and blood vessel was oozing. Immediately after the discovery a second clip was used to the proximal end of the product and ligation was performed again to achieve hemostasis effect.